Event description:
It was reported that a patient had an epileptic seizure and fell traumatically on the floor. The patient had a medical history of epilepsy. Since the fall, she experienced a shocking sensation from the device. The lead had high impedance over 4000 ohms and it was unknown which electrodes had an issue. There was also normal battery depletion. No diagnostic testing or troubleshooting was required and the device system was replaced. The issue was resolved. Post-operatively, the patient was set on a program and she felt stimulation comfortably with no shocking or jolting. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va08d0t, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).